Manufacturer narrative:
Device received with constant pump error 43 alarm during rewind due to corroded motor assembly. Corroded electronic assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer blood glucose level was 110 mg/dl. Customer reports they were unable to clear the alarm. Customer reports they were unable to clear the alarm. Customer states pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.